Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of "the thermogard console (sn (B)(6)) powered off" was confirmed during the functional testing. However, the reported complaint of "the thermogard console made a loud noise" could not be verified during the functional testing because the console failed to power on during the testing. The root cause for the reported complaint was due to the defective power supply, likely attributed to a defective component. Upon visual inspection, noticed a broken pump lid. The observed physical damages are unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling. The pump lid was replaced to address the observed physical damage. During functional testing the thermogard console failed to power up, thus confirming the reported complaint. The event logs could not be downloaded and reviewed due to no power in the returned thermogard console. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4)) made a loud noise and the console powered off. The patient treatment was continued using another console. No consequences or impact to patient.